Event description:
Pt reported that their curlin pump is giving them an error message saying "air in line" during their last rate step of hyqvia, they were about 2/3 the way done. Pt advised they were concerned about an air embolism so pt was advised to remove the pump tubing to re-prime the bubbles out. Pt reports they tried to do this manually as they saw their home health nurse do, but they were unsuccessful. Pt advised they tried to prime with the pump but again, they were not successful. Pt was directed by the pharmacy to remove the pump tubing completely and start again as if priming for the first time. Pt reports they did this and restarted the pump. Pt did not report experiencing any adverse events or missed doses due to the pump issue. Pt did not provide the device serial number. Device is available for return upon pt receiving return shipping materials. No additional details, dates, or information provided. Diagnosis for use: other common variable immunodeficiencies.